Event description:
Caller reported a malfunction on the pump, specifically with malfunction code "malf 16." There was no reported adverse impact on the customer's blood glucose level. Technical support helped the caller reset the pump, which resolved the issue as the malfunction code did not recur. Additionally, the customer was advised to contact support if any further issues arose, and they acknowledged this instruction.